Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray images finds no evidence that product error contributed to the reported allegations. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿aseptic loosening of smaller corail stems in heavy, active males: a report of three cases¿ written by andrew g. Yun, marilena qutami, and eric carles published by cereus on april 14, 2021 was reviewed. The articles purpose of this case review is to correlate the macroscopic database findings with radiographic progression of early corail stem failure. Adverse events involved depuy ¿ synthes products: case #1: (B)(6) year-old man was implanted with a size 10 corail collared stem with a high-offset neck and 36mm +5mm head. Manufacturer of the acetabular liner and cup are unknown. Eight weeks after tha he reported thigh pain, swelling, instability, and weakness. Stem radiolucency was noted. Patient underwent a revision of the femoral stem, and head and liner. Case #2: (B)(6) year-old man was implanted with a size 11 corail collared stem with a high-offset neck and 36mm +5mm head. Manufacturer of the acetabular liner and cup are unknown. Five weeks after tha he reported pain and instabilty. Stem radiolucency was noted. Patient underwent a revision of the femoral stem, and head and liner. Case #3: (B)(6) year-old man was implanted with a size 9 corail collarless stem with a high-offset neck and 36mm +5mm head. Manufacturer of the acetabular liner and cup are unknown. Five months after tha he reported pain. Radiographs showed varus migration and subsidence and bone scan showed increased uptake with stem loosening. Patient underwent a revision of the femoral stem and femoral head.